Event description:
It was reported there was a subdural hygroma without mass effect. The patient had bilateral leads placed and the stimulator was scheduled to be placed later in (B)(6) 2015. The patient experienced a headache with bilateral leg weakness. The patient was observed in emergency department overnight. A CT scan with contrast revealed a small amount of extra axial fluid ofsimple density overlying the vertex. It was likely a subdural hygroma without mass effect. The etiology was the surgery/anesthesia and was unlikely related to the device or therapy and possibly related to the implant procedure. The event resulted in in-patient hospitalization.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, implanted: 2015-(B)(6), product type lead. (B)(4).